Event description:
When attempting to connect nelarabine bag to the secondary tubing. The equashield female connector did not engage in the male spike adaptor so it kept falling out and did not "click" into place. It is the female ll connector fc-180. Lot # 2316757a.